Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule that would not deploy. Another capsule from a different lot number was used to proceed with the procedure. There was no reported patient outcome.